Manufacturer narrative:
The reported event for discomfort at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. Since channel 13 bal-seal spring was detached and stuck inside the ipg header, further testing of the ipg could not be performed.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken to explant and replace the ipg. Surgical intervention addressed the issue.